Event description:
Pump reported to be set to infuse at 50 ml/hr to deliver a 1000 ml bag of hyperalimentation. After 3 hrs, the bag was found 1/2 empty. The pump was removed from use. No medical or surgical intervention was required.